Event description:
It was reported that the ventricular lead exhibited high impedance, lead fracture was suspected. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.